Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to access half-height matrix drawer 2.2 due to a hardware malfunction. A field service engineer rebooted the station and ran diagnostics, which showed the drawer was not registering as closed. Powered off the station and found the open/close sensor damaged its cable had been cut from the controller board during drawer movement. Replaced the damaged sensor, reinstalled the drawer on the rails, and rebooted the pyxis anaesthesia station. Ran diagnostics again, confirming the drawer was now recognized as closed. The user successfully recovered the failed drawer in the application, and all tests passed. The system functioned as intended after the field service engineer repaired the device.